Event description:
Patient continued to have alarms throughout infusion and ended up only infusing 70-75% of the dose. Pt experienced an error during ramp up, and after clearing the error, he was unable to get the pump to resume. (B)(6), pharmd, attempted to trouble shoot with no success. Called moog and conferenced with (B)(6), rn, who was able to get the pump back up and running. Pt then called back again with pump now having up occlusion alarm. Spouse has no other tubing to switch out. Has looked for any kinks and tried to roll out flattened part of tubing inside pump. He then turned everything off and back on again and the pump was running w/o issue. Patient then called back again and stated pump started alarming 'low battery" and shut off. When he went to change batteries he got an error 3 and couldn't get pump to turn back on. Patient administered approximately 70-75% of dose and then discontinued infusion. Called mdo to notify of issues w/ pump and discontinuing the infusion early. Will arrange for new pump to be sent to the patient. FDA safety report ID # (B)(4).